Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow-up, low sensing, high thresholds and diaphragmatic stimulation were observed. A fluoroscopic image confirmed that the lead was not in the right ventricle but in a posterior vein starting from the coronary sinus. The physician decided to explant the lead.